Event description:
A surgeon reported having a patient with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. In a follow-up, the surgeon reports that the lens has rotated 30 degrees and he believes this is the cause for the refractive surprise. He does not blame the lens.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested 02/06/2009 and 02/11/2009 by phone, fax, and mail. Additional information was received by phone and a completed questionnaire was received. This report was mailed to FDA on: 03/06/2009.